Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did locate 5 similar complaints with the same failure mode for this serial number. (B)(4) similar issue with cce not communicating with the server. (B)(4) pyxis es- server unavailable error 503 healthsite viewer setup. (B)(4) es-pts not flowing to pyxis. (B)(4) patient not flowing to pyxis. (B)(4) pyxis interface running pyxis server is down. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not pulling to pyxis med station when tried to get medications. A technical support specialist logged into the cce management console, confirmed the uptime of the cce services, checked the tcp comm monitor, confirmed active connections, refreshed message queues, checked resources and disk drives, and rebooted the interface. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patients were not pulling to pyxis med station. The users were overriding to get medicine. There were no adverse events or injuries reported based on this incident.